Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there were instances of error codes were observed. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that while using the measurement in the pacing system analyzer (psa), the touchscreen of the programmer suddenly stopped working. A boston scientific company representative performed a forced shutdown and rebooted the system, it temporarily recovered but soon stopped functioning again. The procedure was completed without any issues using another programmer. The no adverse patient effects were reported. The programmer was return for repair/analysis. As a result of this products return, a visual inspection was completed on the unit. No damage observed in the visual inspection would be grounds for failure or return. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.